Event description:
The customer reported a start up failure and that the shots cut out on the device intermittently with an x-ray disabled message that asks you to reset. The customer was experiencing an intermittent loss of x-ray functionality. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A filament calibration was performed. The system was then found to be operating as intended.